Event description:
A male patient contacted lifecor customer support to report that when he placed one of his battery packs in the charger, the battery fault light flashed red. Support had the patient remove and reinsert the battery pack with the same results. The patient reported his other battery pack is operating properly. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the red "battery fault" lights on the charger was corrupted parameters within u4 on the battery pack printed circuit assembly (pca). U4 is a 24lc01, 128x8 bit. The corrupted parameters resulted in improper communiction with the charger and the subsequent fault light. The root cause of the corrupted parameters cannot be positively identified. The parameters were reset and the battery pack was subjected to the full series of functional tests. The battery pack functioned normally once the parameters were reset. This is the first instance of corrupted parametes within u4 and appears to be an unusual event. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.